Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient reports diminishing therapy efficacy starting in march and total loss of efficacy at an unknown time between march and now. There are no external factors the patient is aware of that contributed to the event. No falls or anything of that nature. Ran impedance check and it checks out fine. Tried multiple programming combinations but patient never experienced any parasthesia even at maximum ins intensity and pulse width with low frequency. Patient got new x-ray imaging to find out if lead has moved. The healthcare provider (hcp) will review imaging to determine weather or not the lead has migrated. The issue is not resolved. Additional information received from the manufacturer representative stated that the physician had ordered imaging so he could review it before determining how to proceed. The loss of effect had not been resolved. Rep reported the physician attempted to reposition and then to replace the lead. Both unsuccessfully. The patient is being referred to neurosurgery for a surgical lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.